Event description:
The md reported he has a pt with a current hernia and this mesh in. The pt states she has stabbing sharp pains and the md thinks that since he is going to have to repair this hernia, he may just remove the mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.